Manufacturer narrative:
Device evaluation: one smiths medical medfusion 3500 pump was returned for analysis in used condition. Visual inspection showed the right plunger case was cracked. Review of the event history log (ehl) showed an occurrence of "motor rate error." Functional testing involved an occlusion test and showed the device duplicated the reported issue. The investigation determined that normal wear (it was noted the pump is over eight (8) years old) was the cause of the reported issue. A combination of an old-style motor bracket; old, dirty and worn leadscrew and clutch halves contributed to the issue. The motor bracket, leadscrew and clutch halves were replaced.

Event description:
Information was received indicating that a smiths medical medfusion 3500 pump exhibited "motor rate error." No adverse effects were reported.

Manufacturer narrative:
Correction: a1.